Event description:
There is a metal piece that is sandwiched where the bolt meets the tubular piece. This is part of the bedrail itself. The piece cracked at 45 degrees angle in a zagged fashion. Pt must have leaned against the side rail, broke the rail and fallen, sustaining a laceration above the eye. He was sent to the hosp where he required two stitched. No other pt problem.